Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, up, down and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm due to buttons not responding.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. The customer stated that the insulin was exited. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.